Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties are due to case circumstances.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and calcified lesion in the right internal carotid artery. The emboshield nav6 embolic protection system (eps) was advanced, and resistance was felt with the anatomy. Prior to the attempt to deploy, the filter prematurely deployed in the internal carotid. The eps was removed with resistance. A new nav6 eps was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.